Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level ranged from 144-253 mg/dl. Reportedly, the customer loaded a new cartridge to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.